Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user reported that reprocessing was completed before returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The event happened during a therapeutic, fibroscopic procedure that was completed with the same device. There was a 5 (five) minute delay with no complications to the patient.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the nozzle was found clogged by a piece of clear and green colored plastic material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light guide rod lenses (2x) were cracked and there was moisture ingress underneath the lenses, the charged coupled device-cover lens glue was porous, the bending section cover glue was separated and worn out, connecting tube had buckles, the grip unit had scratching marks, the key top (3) was incised, the universal cord had wrinkles, the key top (1) had a pinhole, there was wear and tear on the biopsy channel, angulation were out of specification and insulation distal end value resistance was out of specification. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.